Manufacturer narrative:
Device photo evaluation: visual analysis of the identified photos: red particles in the shell and broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: right side rupture and silicone migration.

Event description:
Patient reported right side rupture and silicone migration. The device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side rupture and silicone migration.

Event description:
Patient reported left side rupture and silicone migration. The device has been explanted.